Manufacturer narrative:
This report is for one (1) unknown pfna nail. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. PMA/510(k) number is not available. Patient weight: (B)(6). (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that there was a post-operative breakage of an unknown proximal femoral nail antirotation (pfna) nail. Originally, the patient was implanted with unknown pfna nail, helical blade, end cap and screws on (B)(6) 2018. There was no removal surgery done. Patient outcome is unknown. Concomitant devices: pfna helical blade (part #: unknown, lot #: unknown, quantity: 1), screws (part #: unknown, lot #: unknown, quantity: unknown), pfna end cap (part #: unknown, lot #: unknown, quantity: 1) . This report is for one (1) unknown pfna nail. This is report 1 of 1 for (B)(4).